Manufacturer narrative:
Device expiration date: unknown as lot# is unknown. Device manufacture date: unknown as lot# is unknown. Investigation is still in progress. (B)(4).

Event description:
Description of event according to complainant: on two separate procedures, the deployment of the zenith alpha thoracic endovascular graft was fine. In the follow up imaging, the grafts were starting to thrombose distally. Patient 2 thrombus appeared at about 7 months post implant and patient. Normal 3 month CT scans evaluating the graft. Relined with a valiant graft and will remain on anticoagulation for now. CT pending at 6 weeks. Patient outcome: the patient did require an additional procedure due to this occurrence. Relined with a valiant graft and will remain on anticoagulation.

Manufacturer narrative:
(B)(4). Summary of investigational findings: it was not possible to conclude the exact root cause for this event. In this case endograft thrombus was evident on the 7 month follow up. The thrombus configuration was solid like. Thrombus in the stent graft in relation to patients treated for btai indication was previously described in the scientific literature: the mechanism for stent graft thrombus in btai patients are unknown but e.g. Stent graft sizing has been proposed as a factor. In this case nothing indicates that the devices were not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: on two separate procedures, the deployment of the zenith alpha¿ thoracic endovascular graft was fine. In the follow up imaging, the grafts were starting to thrombose distally. Patient 2 thrombus appeared at about 7 months post implant and patient. Normal 3 month CT scans evaluating the graft. Relined with a valiant graft and will remain on anticoagulation for now. CT pending at 6 weeks. Patient outcome: the patient did require an additional procedure due to this occurrence. Relined with a valiant graft and will remain on anticoagulation.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Recall was initiated as indication for use for btai has been removed from the product labeling.